Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the sensor was failing in a ventilator. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. It was reported that the proximal pressure sensor failed to zero. Further information is pending.

Manufacturer narrative:
It was reported that the data acquisition board was replaced and the unit was returned to service.

Manufacturer narrative:
It was the gas delivery system that was replaced to resolve the issue.